Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, as of the last medical appointment in (B)(6) of 2011 (exact date unknown), the physician was considering excision of the mesh (device unknown). All other information is unknown and unavailable.